Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged, resulting in increased threshold measurements, loss of capture (loc) and poor sensing measurements. A revision procedure was performed and the helix would retract, however, would not come out to reposition. Therefore, the lead was explanted and replaced. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. The helix was fully retracted and physically met specifications. Dried body fluid was noted in the helix housing and in the area between the helix housing the distal ring. Direct current testing confirmed the conductive pathways were within specification.